Event description:
It was reported that the device recorded false asystole events in which the r-waves were not being marked. It was determined that the device exhibited electromagnetic interference (emi) oversensing, resulting in the false episodes. Adjusting the sensitivity of the device was recommended. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that there were three suspected false asystole episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.